Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed an ECG baseline test. A root cause investigation is underway. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was experiencing frequent gong alarms.

Event description:
A us distributor returned a patient's monitor and reported the monitor was experiencing service codes 107 (abnormal shutdowns) and 110 (over voltage). A us distributor returned a patient's monitor and reported that the patient was experiencing frequent gong alarms.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages/service code 107) has been confirmed. Upon investigation the monitor failed incoming testing and was resetting. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. Additionally, the monitor was displaying service code 110 (over voltage). The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed an ECG baseline test. A root cause investigation is underway. No adverse event resulted from the damaged monitor.